Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the anesthesiology department was performing the procedure on a female patient for a frozen shoulder. The catheter was placed in the patient's neck. During removal, the catheter coil unwound and remained truck in the muscle. As a result, the catheter was surgically removed from the patient. This caused a delay in treatment with harm to the patient and no patient death. The patient was eventually stable. Additional information received on (B)(6) 2011 from the sales representative confirmed this catheter was used successfully for the patient and this occurred during removal. This was being removed at the hospital when the issue occurred. When the catheter began to unravel, they stopped the removal process and surgically removed the catheter. The catheter was removed entirely intact.